Event description:
Patient contacted dexcom patient care specialist on (B)(6) 2015 to report an adverse event that occurred on (B)(6) 2015. The patient stated that she was involved in a car accident after basing insulin dosage off her dexcom continuous glucose monitoring (cgm) device, which was reading 262 mg/dl. Patient was taken to the hospital and was told her blood glucose (bg) was 20 mg/dl. She stated that she believes the cgm reading of 262 mg/dl must have been inaccurate; however, this is unknown as she did not check her bg level against a glucometer before dosing. At the time of contact, no further medical intervention was reported and the patient was recovering.

Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: do not use the dexcom g4 platinum system for treatment decisions, such as how much insulin you should take. The dexcom g4 platinum system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose values. Additionally, diabetes mellitus is a known cause of both hypoglycemia and hyperglycemia.